Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20aug2019. The field service engineer replaced the filter to address the reported issue and attempted to duplicate the issue. The failure could not be generated and the problem was resolved and the device functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a high blower temperature. The device was in clinical use during the time of the event, but no patient harm was reported.